Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. One used viscous fluid control (vfc) set with the syringe and cannula luer lock fully engaged was received. The gray plug was inside the syringe barrel in returned condition. Silicone oil was observed on the cannula and inside the syringe barrel. A calibrated console was used to evaluate the vfc device. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed. The pressure was stable in both injection and extraction settings. Additionally, all connections were found to fit securely with no abnormalities. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the silicon oil could not be aspirated using the viscous fluid control (vfc) at the beginning of the procedure. The problem was solved after aspiration water and applying aspiration again. The surgery was completed without product replacement. There is no patient harm.